Event description:
It was reported that the insulin pump is not working. The insulin pump was dropped and has cosmetic damage. The back of the insulin pump is loose. Customer is experiencing high blood glucose. The current blood glucose reading is 200 mg/dl. The back case where the drive support cap is located is loose. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received in with a detached end cap. Unable to perform the basic occlusion, occlusion, prime and excessive no delivery tests due to the detached end cap. Cracks to the case, reservoir tube lip, reservoir, reservoir tube window, battery tube threads and a scratched lcd window also noted.